Event description:
It was reported that the device will not gain pressure.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged front panel and input/output label. The technician performed functional checks. The reported issue was confirmed. The root cause of the reported issue was found to be faulty gas supply indicator. The technician replaced gas supply indicator to correct the customer reported problem.